Event description:
It was reported to the manufacturer by the end user, per the end user, the patient was sitting up on the edge of the bed eating dinner, reached for a glass and slipped and fell out of the bed. The patient sustained three skin tears to the right forearm that were addressed at the facility. (B)(4) and (B)(4) were entered into our system to have the mattress and control unit returned to joerns for investigation. As of this writing, the mattress and control unit have not been returned.